Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. Pump received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including sleep current measurement test, active current measurement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self-test due to the blank display. The pump was cut open to perform visual inspection and moisture damage was found on the keypad connector on j1/pcba1, j7 power connector and force sensor during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case and cracked keypad overlay. In summary, customer alleged audio/vibrate anomaly not confirmed. Blank display was confirmed during analysis due to moisture damage on the electronic assembly. Exposed to moisture on battery tube assembly noted during visual inspection. Belt clip damage or missing not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the belt clip rail of the insulin pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer mentioned that the pump functionality was affected. Pump was vibrating and not turning on. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.